Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer bought the product and upon using the product the same night. One hour later she started feeling stinging so she went to the bathroom to remove the tampon and the string broke off and it was stuck inside of her. Consumer was manually able to remove the tampon.